Manufacturer narrative:
On 27-jan-2026 engineering review was performed, where initial findings were not confirmed. When the instrument was installed on an in-house system and connected to an in-house erbe generator, the instrument passed energy recognition and intermittently delivered energy. The instrument failed continuity testing, there in which both grips showed continuity to both pins of the instrument energy board. The instrument was further disassembled, and the pins of the energy board were tested for continuity. The internal pins on the energy board showed continuity to both of the external pins on the energy board. This indicates that there is a short between the two pins on the energy board. There was arcing damage on the underside of the energy board and there was thermal damage on the grey plastic luer plate near the pin connectors. Additional unrelated observations: the thermal damage on the yaw pulley observed during initial failure analysis was confirmed. The root cause is attributed to a shorted instrument energy board causing energy activation issues in the maryland bipolar forceps.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument had poor energization. There was no patient harm reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found that the conductor wire was not broken and passed the energy continuity test. The instrument was placed in an in-house system and displayed a check energy cord connection. The erbe generator did not recognize the instrument. The energy cord was tried on a golden instrument and passed the energy delivery test. Components adjacent to this wire do not show damage. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.